Manufacturer narrative:
Follow-up #2 date of submission 09/06/2016-device evaluation: the pump was returned and evaluated by product analysis on 08/12/2016 with the following findings: a review of the pump black box data revealed evidence of pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked, and evidence of moisture ingress was present inside the compartment. A leak test was performed and confirmed a battery compartment leak. The battery cap was not returned with the pump. A test battery cap secured properly to the pump, and the pump was exercised for 24 hours with no duplicated power issues. The pump case was removed, and no further evidence of moisture ingress or damage was found. Unrelated to the complaint, the display lens was cracked at the bezel. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had intermittent power and there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6).